Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was above 238 mg/dl. The customer was assisted with troubleshooting. Customer was admitted to the emergency room because he fainted while buying something his insulin reads 400 mg/dl but his blood glucose was 238 mg/dl. The customer was treated with the insulin delivery was stopped and he was continuously given by sugar for high blood glucose. The customer was given sugar by the hospital staff but the blood glucose was being monitored. Customer was tried to buy something when he got dizzy. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that sensor glucose and blood glucose difference which prompted in getting a high blood glucose. Customer stated that they did used auto mode. The insulin pump will not be returned for analysis.